Event description:
New information noted that lead noise continued and high capture thresholds were observed. The right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise. Programming changes were made to resolve the issue. The patient was asymptomatic throughout the event.